Event description:
Patient hard stick. While completing a blood draw, the blood filled the tubing but would not transfer to tubes through transfer device. Rns tried multiple tubes. They then tried to remove the rubber end of the needle to try with a syringe. They could not disconnect the opposite end of the butterfly it would not twist off. An rn ended up getting a needlestick injury.